Manufacturer narrative:
Upon receipt, the leads were found still connected to the ICD. The analysis of the linox lead revealed a damaged rv shock coil. On the shock coil, traces of a discharge were found. The cuttings in the insulation, the deformation of the inner coil and the dissected conductor cable to the vcs shock coil happened, most likely, during the extraction of the lead. The inspection of the ICD revealed that the device was damaged due to a shock delivery into an external short circuit. It is very likely that the external short circuit to the ICD housing was caused due to a direct contact between the rv shock coil and the ICD housing. This is consistent with the observed traces of discharge on the rv shock coil as well as on the ICD housing. The analysis of the lead, as well as the analysis of the ICD, did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation. The following physician's office has no information regarding this patient. The date of explant is unknown. On (B)(6) 2011 - the analysis indicates that this lead was likely involved in twiddler's syndrome. Based on this information, it now meets reporting criteria.